Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system intermittently displayed an x-ray disabled error. The fse noted the system had locked up. There is no report of injury or death associated with the event described in this complaint.